Event description:
It was reported that the autopulse platform displayed a "system error-out of service, revert to manual CPR" message upon power up. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll on 06/05/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and no damages were found. A review of the platform's archive data was performed and no faults were observed on the reported event date of (B)(6) 2015. The archive did however show that a "system error" 136 (internal parameter corrupted) message occurred on (B)(6) 2015, thus confirming the customer's reported complaint. The reported "system error" was also observed when the platform was powered on for functional testing. Functional testing was unable to be performed as a result of the "system error". Further inspection identified that the pca processor board was defective and needed to be replaced. After the pca processor was replaced, the platform underwent final testing with no other user advisories or warnings observed. Based on the investigation, the part identified for replacement was the pca processor board. In summary, the customer's reported complaint was confirmed during review of the platform's archive and during power up. Further inspection identified that the pca processor board was defective. After replacement of the processor pca, the platform passed all final functional testing criteria.